Event description:
It was reported by service report that the weld on the skoocher box was broken and the fowler could not be lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result code: skoocher weldment.